Event description:
Customer reported to beckman coulter, inc. (Bec) that autogloss on the unicel dxc 600i synchron access clinical system appeared to be leaking. Customer reported that some autogloss leaked onto the floor under the cta (closed tube aliquotter) unit. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the leak was the result of an overflow of the reservoir. The fse cleaned and flushed the reservoir waste drain line.

Manufacturer narrative:
(B)(4).